Event description:
It was reported the asymptomatic patient presented to the clinic after being lost to follow-up. The lead exhibited high, out of range pacing lead impedance, and a high capture threshold. Lead fracture was suspected. The lead was explanted and replaced.